Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump inappropriately suspended due to a blood glucose of 46 mg/dl and a sensor glucose of 71 mg/dl. The customer treated the low blood glucose with orange juice. The caller stated that the whole box of sensors was not working properly. However, the sensors were not returned for analysis.